Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight to the spec, a flat crease, wear abrasion, and brown particles. The device was cloudy and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Additionally, the healthcare professional reported, as indicated in translation of imaging report, that the patient experienced "relapsing swelling in both breasts that always resolved with anti-inflammatory/antibiotic drugs. She came to us and, in times of alcl (anaplastic large-cell lymphoma related to the presence of implants) we preferred to remove the implants and the capsules that in fact appeared to be macroscopically normal. At the time of surgery, the patient was asymptomatic.".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is seroma-late.

Event description:
Explanting physician reported a left side seroma. Device has been explanted. This record relates to the left side.